Event description:
It was reported that the customer received a power source alert. There was no adverse impact to the customer's blood glucose level. The customer tried different charging methods, including using a different wall adapter and charging cable, but these did not resolve the issue. Technical support decided to replace the pump, and the customer was instructed to use manual daily injections (mdi) as a backup therapy.